Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: no defect was found. The black box shows call service 054-0000 alarms recorded at default time and date on 2/12/13. After alarms were cleared pump resumed did not change to default time and date. A timekeeping accuracy test was performed; pump was keeping time accurately.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.